Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Nordic bluetooth pairing test passed. Transmitter functional tester: passed share log review was performed and found a loss of connection in log. The complaint was confirmed because a loss of connection in the cloud data...the reported event of a loss of connection was confirmed. The root cause could not be determined.